Event description:
After suturing the valve and seating it in the annulus, the valve holder was difficult to remove from the valve. During this process the patient's annulus tore. The valve was implanted. No additional consequence reported regarding the patient.